Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of high or saturated pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D6b, date of explant, has been added. Additional information was received indicating that the saturation was not treated and it resolved without intervention. Patient support continues.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the customer support center (csc) team had been made aware of the case during a prior proactive call earlier in the evening. Subsequently, a bedside registered nurse (rn) contacted the csc after being advised by another csc representative of a possible flow saturation and expressed concern that the condition may be worsening. At the time of the call, the impella 5.5 flow parameters were reported as a maximum of 5.6 l/min, a minimum of 5.5 l/min, and an average of 5.6 l/min. Motor current was reported as 496 ma at p-8, and left ventricular (lv) pressure was reported to be well above the placement signal. No purge alarms were reported, and no other alarms or system issues were noted. The patient was reported to be hemodynamically stable and had not required any therapy adjustments or additional vasoactive infusions. Flow saturation was reviewed with the rn, and the rn was advised to discuss the findings with the managing physician. The rn was also advised to be prepared should the pump stop or not provide the expected level of support and to have the physician contact csc if any questions or concerns arose. The rn stated that monitoring would continue. At the time of report writing, the patient remained on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.